Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. The customer samples were tested and no issues relating to underfill were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during sampling the tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: at the time of sampling, the tube does not have full sample filling and sometimes it does not fill anything. Additionally, on 2020-02-04 the bd sales consultant provided the following additional information: how many units (tubes) affected? - 15. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) - 6 patients. What is the labeled draw volume (2ml, 3mletc) - 5 ml. What was the level of tube fill? X no fill (fill volume is near zero). Partial fill. Over fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? - it was discarded by the laboratory when the tube not fill what was the tube¿s expiration date?: lot 9143650 - 05-31-2020. Lot9059681 - 2-29-2020. Lot 9067617 - 2-29-2020. Lot 9219329 - 7-31-2020. How was the tube drawn? Was a discard tube used? - no. Was a successful draw achieved with the same lot? - yes. Is this happening with one particular: department, unit, and shift, time of day or person? - no. What was method of draw? Straight needle. Wingset. Syringe. Line. X unsure/other (please list) - bd vacutainer needle. Are you using a bd device to transfer the blood to a tube? Btd. Llad. X no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) - no. Have the tubes been exposed to extreme heat yes. X no. Unsure. How many locations affected (impatient, outpatients, etc.) - only one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9059681. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-28. Medical device lot #: 9067617. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-08. Medical device lot #: 9143650. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-23. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during sampling the tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: at the time of sampling, the tube does not have full sample filling and sometimes it does not fill anything. Additionally, on 2020-02-04 the bd sales consultant provided the following additional information: how many units (tubes) affected? 15. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) 6 patients. What is the labeled draw volume (2ml, 3mletc)? 5 ml. What was the level of tube fill? X no fill (fill volume is near zero). Partial fill. Over fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? It was discarded by the laboratory when the tube not fill what was the tube¿s expiration date?: lot 9143650 - 05-31-2020. Lot9059681 - 2-29-2020. Lot 9067617 - 2-29-2020. Lot 9219329 - 7-31-2020. How was the tube drawn? Was a discard tube used? No. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person? No. What was method of draw? Straight needle. Wingset. Syringe. Line. X unsure/other (please list) bd vacutainer needle are you using a bd device to transfer the blood to a tube? Btd. Llad. X no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) no. Have the tubes been exposed to extreme heat yes. X no. Unsure. How many locations affected (impatient, outpatients, etc.) Only one.